Manufacturer narrative:
The tube was discarded and therefore, unavailable for failure investigation. No conclusions can be drawn without the actual reported device. The lot history record for the lot number provided by the customer was reviewed and there were no non conformances during the manufacture of this lot.

Event description:
A report received from health canada stated, a customer reported an incident to them that had occurred on (B)(6) 2010. The customer reported that there was a leak in the tracheostomy tube from the pilot valve. The inhalation therapist was unable to inflate the tracheostomy tube's cuff when putting the pt back on the ventilator post trach collar trial. The tracheostomy tube was changed and a new tracheostomy tube was inserted without complications to pt. A leak from the tube to the pilot valve was discovered. The tube was discarded by the customer and is not available for analysis.